Event description:
Additional information provided indicates the stent was released to 50% - 80%, physician was not satisfied with the release effect and attempted to re-sheath the stent for re-release. However, the device cannot be re-sheathed to the microcatheter and can only be removed using an intermediate catheter. The device was returned and evaluated. Please see d10, h3, h6 and h11.

Manufacturer narrative:
Batch review: a search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation found the stent returned fully deployed. The stent was loaded onto the returned pusher with an in-house introducer and advanced into an in-house microcatheter for functional testing. The stent was able to advance, resheath, and deploy in open air without resistance. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported event. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported event.

Event description:
As reported: the patient presented with a right internal carotid artery posterior communicating segment aneurysm. Initially, a 4×20 coil was deployed. After basket formation, the 4x20 stent was released with distal anchoring at the m1 origin. The initial deployment proceeded smoothly, with full stent expansion. Pre-retrieval angiography revealed occlusion of the anterior cerebral artery branch. Immediate repeat angiography showed thrombus formation in the middle cerebral artery. The initial deployment of a 3.5×17 lvis d stent was unsatisfactory; normal slow retrieval was impossible. Attempts to retrieve the stent failed. Unable to retrieve it, the stent was directly pulled into the intermediate catheter and withdrawn. After lvis withdrawal, thrombus was visible on the stent, preventing re-using the stent and microcatheter. A new 3.5×17 lvis stent was successfully deployed into the vessel. Subsequently, a subarachnoid artery balloon (sab) was used for thrombus extraction. Five coils were placed, concluding the procedure. The patient condition is noted to be fine. No additional incident information was provided.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.